Event description:
A report was received stating a needlestick incident took place at the user facility. The report stated the nurse thought she activated the safety device. She withdraw the needle. She gripped the device and suffered a needle stick in her finger as the needle was exposed. The reporter stated that the product has been discarded and is not available for investigation.

Manufacturer narrative:
Customer has not returned the device to the MFR for device evaluation. The device was reportedly discarded.